Manufacturer narrative:
(B)(4).

Event description:
The clinician reported that almost 7 months after the dental implant was placed in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician noted the patient's peri-implantitis, sinus perforation, subacute osteitis and implant mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.